Event description:
It was reported that while plugged into the mobile power unit (mpu), the patient received a connect power alarm. They moved to battery power and did not receive an alarm. The mpu had a green light and no alarm, but when the patient went to bed and connected to the mpu again, they had three different connect power alarms. They stated that after they "wiggled" the patient cable, the alarms went away. After connecting to battery power, the patient had no further alarms.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a connect power alarm while connected to the mobile power unit (mpu) was not confirmed. There were no photos or log files submitted for review. The mpu, serial (B)(6), was not returned for analysis. Provided information stated that when the patient was plugged into the mpu, they received connect power alarms three different instances during the night. The mpu had a green light and no alarm. The patient stated when they wiggled the patient cable, the alarms went away. The patient unplugged and plugged the mpu in after receiving the alarms. They connected to batteries without any issue and had no further alarms. There was no issue with connections on the mpu. Multiple attempts were made to obtain additional information from the customer regarding the event; however, no response was received. A root cause for the reported event cannot be conclusively determined through this analysis. Device history records were reviewed and showed no deviations from manufacturing or qa specifications. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. The current revision of the instructions for use (IFU) can be found on the eifu page of the abbott website. Heartmate 3 patient handbook, rev. A and heartmate 3 instructions for use (IFU), rev. D section 3 ¿powering the system¿ explain all the mpu alarms. This section states ¿the yellow replace mobile power unit battery symbol illuminates when the alkaline aa batteries are not installed, or are depleted and need replaced. This is an advisory alarm. When the replace mobile power unit battery symbol illuminates, replace the internal batteries in the mobile power unit.¿. This section informs the user of the proper actions to take if the yellow replace mobile power unit battery alarm activates. This section also informs the user to inspect the mpu patient cable and ac power cable for damage daily, and not to use the mpu if either cable shows signs of damage. Heartmate 3 patient handbook, rev. A section 6 ¿caring for the equipment¿ and heartmate 3 instructions for use (IFU), rev. D section 8 ¿equipment storage and care¿ explain how to care for and clean all equipment, including the mpu. Heartmate 3 patient handbook, rev. A section 10 ¿safety checklists¿ and heartmate 3 instructions for use (IFU), rev. D section e ¿safety checklists¿ provide the user with checklists to assist the patient in performing routine maintenance of all components of the heartmate 3 left ventricular assist device, including the mpu. Heartmate 3 instructions for use, rev. D section 7-¿alarms and troubleshooting¿ and heartmate 3 patient handbook, rev. A section 5-¿alarms and troubleshooting¿ explain how to troubleshoot the system controller, including power cable disconnect alarms. No further information was provided. The manufacturer is closing the file on this event.